Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative. The company representative wanted the pump to be analyzed since the patient was having intermittent increased spasticity. The company representative stated that the hcp mentioned they aspirated from the cap at the time of the replacement and thought they may have diluted csf concentration.

Manufacturer narrative:
H3: the pump was returned and the device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient receiving baclofen (unknown dose and concentration) via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that patient was experiencing withdrawal symptoms, and that on 2/24, an early replacement indicator (eri) alarm occurred. The rep stated that they did a study yesterday to check catheter patency in anticipation of normal end of service (eos) and there were no issues. The rep wondered if it was possible that the catheter was not primed after the dye study. The rep was going to be seeing the patient later in the day. Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) on (B)(6) 2023 and it was reported that the pump had premature battery depletion and potential under-delivery of the drug. The pump went into early replacement indicator (eri) at the expected date (~7 years after implant) and end of service (eos) was estimated in may 2023. The patient presented withdrawal symptoms approximately a week before pump was explanted. The pump was interrogated and two dye studies were performed. No pump stalls were reported via the tablet and catheter was patent at both dye studies as of 2023-02-25. After explant, the hcp compared the reservoir volume that was shown on the report and what was actually in the pump. The report showed 10.8 ml remaining, but almost 15 ml was withdrawn. The pump was replaced. The issue was resolved at the time of report. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Patient status at time of this report was "alive - no injury". The patient's weight and medical history were asked but were unknown. Additional information was received from a healthcare provider (hcp) via company representative (rep) again on (B)(6) 2023, and it was reported, according to the interrogation of the pump, premature end of service (eos) did not occur. The pump was still in eri with an estimated end of service (eos) of may 2023. However, the hcp was under the impression that the prime boluses after the dye studies may have prematurely depleted the battery, and this idea was supported by the excess volume in the reservoir at explant. The certain cause of under delivery had not been determined - due to normal reports. It was noted the pump was explanted earlier than planned in attempt to resolve the withdrawal symptoms. The rep confirmed with the hcp that prime boluses were performed after each dye study, so this could be ruled out as a potential cause of withdrawal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.